Event description:
It was reported that the pta balloon was difficult to deflate after the first inflation in a lower arm a/v fistula. The partially deflated balloon became stuck in the sheath during retraction. The balloon catheter and sheath were removed together as a single unit without incident. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device as returned for evaluation. The patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed without issue. The balloon was then inflated water using an in-house device in order to functionally test the device per the IFU. The balloon was inflated to rbp ((B)(4)), and then deflated. The deflation time of the balloon was approx 10 seconds, which is within the specification of (B)(4). The same test was performed twice more, yielding the same results. The balloon was then inserted through an in-house 6fr in-house introducer sheath without issue. The catheter was then retracted from the sheath without issue. With the balloon deflated, the catheter was inserted through a 6fr hole in the in-house hold gauge without issue. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports and the glue bullet was found in the correct location outside the outer catheter shaft. The investigation is unconfirmed as the device performed properly under lab conditions. The root cause could not be determined based upon available info.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. An attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time.